Event description:
Pt experienced "respiratory arrest immediately after" refill. Pt was resuscitated, hospitalized, then released. "Upon checking, pump seemed to be functioning appropriately." No report of device explantation.